Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged loss of data. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during patient planning, there was a loss of patient data even though the report stated that no study was being performed and the device was not being used to treat or diagnose a patient. Further information stated that the data was not recoverable. There was no report of patient or user injury. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the software was reloaded at the customer site, so the system logs could not be gathered for further investigation.